Event description:
The customer reported failed quality control (qc) and assay calibration for parathyroid hormone (pth) involving the access® 2 immunoassay system. The customer also attempted to calibrate with a new lot of reagent and calibrator but it continued to fail. The customer indicated system check failed the washed, substrate, and unwashed portions on the day of the event. Beckman coulter customer technical support (cts) performed troubleshooting with the customer and, the customer replaced the aspirate probes. After performing troubleshooting, system check continued to fail the washed portion; the unwashed and substrate portions passed. The customer was unaware of any discrepant patient results. There has been no report of patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the peristaltic pump tubing and substrate probe. The fse inspected the pumps, mixer, and pipettor; no abnormalities were identified. The fse verified system operation through completing a successful system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to faulty aspirate probe. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).